Event description:
Dr. (B)(6) was doing a laparoscopic cholecystectomy on this pt. He went to clip the cystic artery and the clip malfunctioned and tore the artery. A new clip was opened and the artery was clipped and the bleeding stopped.